Manufacturer narrative:
The subject device was returned to the sales company of olympus and the sales company evaluated the device. Olympus as MFR received the result of the eval. The eval confirmed that the probe broke down. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the probe received the high load. The instruction manual of sonosurg mentions warning and caution. Do not increase the ultrasonic output too much or too quickly. Otherwise, it may cause pt injury and/or equipment damage.

Event description:
Olympus was informed that during an uncertain procedure, the distal end of the probe broke. There was no pt injury reported.